Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy isn't working as well since around (B)(6) 2021 and patient would like to have the system removed. Patient said that she called hcp office to request having system removed and was redirected to call patient services. Patient said that was told that the implanting physician is no longer at that clinic however when asked, patient said that there is a new physician at clinic that works with patients with interstim devices. When asked, patient said that she did have a fall last summer (doesn't remember which specific month however said it was warm) and fell forwards onto pavement. Patient said that has adjusted the setting several times and it is too painful and since date of implant has affected the bowels, constipated. Patient said that when she has turned stimulation off, the bowel issues stop. Reviewed therapy information and general programming guidance. Patient was directed to decrease the setting if stimulation is currently uncomfortable. Patient was redirected to contact hcp office and request an appointment with the new physician and to make sure that patient mentions the fall patient had to the physician. Depending on when patient's appointment will be, if it has been a while since patient switched programs, reviewed that this is an option to consider. The patient's relevant medical history included patient said that 20 years ago had a bowel resection and since then has h ad 3 bowel obstructions, and the last one was 2-3 years ago (prior to implant). If there is a specific reason why hcp office redirected to patient services, patient said will call back to review.

Manufacturer narrative:
Event date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their fall's effect on their implant was not determined. Patient also noted the cause of their "therapy not working as well" since july/august was not determined but stated they know that they were having a problem with their stomach, bowel issues, and weight. Patient also noted the issue has not been resolved but the patient would like the device removed, and noted that surgery isn't scheduled but hopes it is soon. Patient mentioned the status of the device is "turned off" which can be inferred as still in use.